Event description:
Same case as MFR: 2134265-2011-05851. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric shaped, 20mm in length, de novo target lesion with an ejection fraction on 55% was located in the moderately calcified and non-tortuous, 2.0mm in diameter mid to proximal left anterior descending artery. A 20mm x 2.0mm and a 15mm x2.0mm maverick 2 balloon catheters were selected and were advanced to the lesion without resistance. Once to the lesion, the balloon was inflated and ruptured at 14atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found the hypotube was severely kinked at 2.7cm and 7.3cm distal to the strain relief. The device was attached to an encore inflation unit and several attempts were made to inflate the balloon, without success. A detailed microscopic examination of the balloon material could not identify any tears or holes in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2011-05851. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric shaped, 20mm in length, de novo target lesion with an ejection fraction on 55% was located in the moderately calcified and non-tortuous, 2.0mm in diameter mid to proximal left anterior descending artery. A 20mm x 2.0mm and a 15mm x2.0mm maverick 2 balloon catheters were selected and were advanced to the lesion without resistance. Once to the lesion, the balloon was inflated and ruptured at 14 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).